Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device changeout procedure, this patient's chronic leads were exhibiting varying impedance measurements when inserted into the header of this pacemaker. The lead measurements were bouncing around from 300 to greater than 2000 ohms. The pins were not able to be seen going past the connector blocks. Boston scientific technical services (ts) discussed troubleshooting and the implanter was ablto to fully insert the leads once backing out the setscrew. Once fully inserted and connected the leads were able to give the expected impedance measurements. The pacemaker and chronic leads remain in service. No adverse patient effects were reported.